Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing of supraventricular tachycardia. Programming changes were made. The patient was in stable condition.